Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that approximately two weeks following bilateral lasik, the patient presented with spk (surface punctate keratitis) in both eyes. Per the optometrist the spk was caused by the postoperative dry eyes. The patient reported being able to see well only immediately after artificial tears are instilled, which only lasts a couple of minutes. The patient was treated with punctum plugs and eyedrops in both eyes. In a follow up, the optometrist reported that the patient was recently seen and the spk had improved significantly. The patient continues to experienced blurred vision. Per the optometrist, the event is expected to resolve with the current treatment plan. There are two medical device reports associated with this event. This report is for the right eye.